Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that after the healthcare provider deployed the lead, they realized that it came apart at the end that goes into the extension. The manufacturer representative then looked at it and agreed that it was coming apart. The broken lead was removed and replaced with a new lead, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified the outer insulation of the lead was separated at the butt joint near the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.